Manufacturer narrative:
D4, g4: model number is not sold in the us but similar device is sold under model 011-c3333. This product was used for the di, product code, and 501k. The device has been received, but the investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received regarding an ext set w/2 clave¿ clear that experienced leakage. This is report 1 of 3. The following issue was reported by the customer: ¿for the past few days, we've been having issues with the 011-mc33112, which is leaking from the highlighted area in red (photo). The issue happened at least 3 ties this week, some devices from the lot 14073813 are poorly screwed and leak even after retighten the screw¿. The customer provided one photo of the device was provided highlighting the area of the female luer. Additionally, "2 incidents occurred on (B)(6) 2025, with unknown dates for other, during infusion of the nacl, before the injection of the radioactive medication, the patients information is unknown, the patients were stable, no one was harmed, there were no adverse effects, there was no delay in therapy the device was changed and the therapy was completed, there was no blood loss, there was no need for additional medical intervention, there was no unprotected exposure to a cytotoxic during the incident, the leak was wiped. There were no anomalies with the stockage of the device, the incident was noted both times at the same location on the device."

Manufacturer narrative:
The following items were provided by the customer for investigation: one used list #011-mc33112, ext set w/2 clave¿ clear; lot #14073813. No visual damages or anomalies were observed. A photo from the customer showing the affected sample. No conclusions could be made from the photo. Pre-engineering evaluation: sodium chloride solution residuals observed in received one used with list #011-mc33112. The reported complaint of a leak could be confirmed. The connection of the check valve and the tubing was able to be disconnected which could lead to a leak. The probable cause is from little to no solvent coverage during assembly in ensenada. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in d10 concomitant products section.